Manufacturer narrative:
The admission for the gastrointestinal bleeding is being reported under medwatch MFR report #2916596-2017-02137. Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years and 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with acute gastrointestinal bleeding. The patient¿s hemoglobin was 5.5 mg/dl and the inr was 4. On (B)(6) 2017 the patient suffered a cerebrovascular accident with acute occlusive thrombus extending from the left carotid terminus, through the left m1 cerebral artery and into the proximal m2. The inr was stable at 2.1. The patient was off warfarin due to bleeding. The ldh was 300 u/l. The lvad system produced low flow alarms after the acute event. A repeat CT of head showed marked bleeding, swelling, and midline shift with rapid clinical deterioration consistent with herniation. The patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the evaluation findings of the returned device and the reported stroke could not be conclusively determined. The pump was returned assembled with intact driveline. The sealed inflow conduit was returned severed at the middle of the flex section, and the proximal portion was not returned. The sealed outflow graft, and the sealed outflow graft bend relief were returned attached to the pump outlet port. The pump has been exposed to fixative agents. Upon disassembly of the returned pump, examination of pump blood-contacting surfaces revealed no deposition or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.